Event description:
It was stated that the customer passed away. A phone call was made to the medical doctor's office and to the home phone number on file and both phone calls were not successful. A second phone call to the home phone number on file was unsuccessful. A third phone call was made and the contact stated the customer died due to diabetes complications and was wearing the insulin pump at the time of death. The donation process was explained to the contact and the phone call was terminated. Attempts were made later to have the insulin pump returned for analysis but the phone number had been disconnected.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.